Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-jul-2023. The device evaluation was completed on 09-aug-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed that spline e was bent, electrode 26 was squashed and electrode 27 was squashed and lifted. An electrical test was performed, and an open circuit was found on the tip area. The root cause of the bent spline and squashed electrodes could be related to the procedure as stated in the event description. This damage may be related to the electrical failure described by the customer; however, this could not be conclusively determined. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿damage to the spline¿ issue. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿signal noise¿ issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrode damage¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified the electrode damage. Initially a signal noise occurred in octaray mapping catheter f1-2 and 2-3. When they removed the catheter from the patient's body and checked, there was damage to the spline. Catheter replacement was performed at the request of the operator and caution was given to the operator to prevent damage to the spline. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, the ¿damage to the spline¿ was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The ¿signal noise¿ issue was assessed as non MDR reportable. The risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-aug-2023, spline e was bent, electrode 26 was squashed and electrode 27 was squashed and lifted. The returned condition of the spline bent issue was assessed as non MDR reportable. Highly detectable and catheter may be replaced. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The returned condition of the electrode damage was assessed as MDR reportable. The awareness date for this reportable lab finding was 09-aug-2023.